Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 454, 309 and 327mg/dl. Tests were done within 10 mins. The 1st and the 3rd reading was taken from the same finger. Pt did not experience any adverse events. No further info has been reported.